Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue and an inaccurate low issue with her one touch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 6:30 am and continued thru (B)(6) 2011. In the span of those days, she obtained glucose results of '164, 173, 232, 174, 185, 265, 202 and 246 mg/dl' on the subject meter, which she felt were inaccurate high compared to her feelings/normal values. In the same date range, she also obtained glucose results of '56, 28, 79, 74, 67, 62, 76 and 80 mg/dl', which she felt were inaccurate low compared to her feelings/normal values. The exact time of when each result was obtained is unknown. The patient stated that she manages her diabetes with novolog insulin (self adjuster) and since the issue started on (B)(6) thru (B)(6) she managed with more food and/or drink. During the events when she got the inaccurate high results, she denied developing any symptoms due to the alleged issue, but for the events when she got the inaccurate low results, at the 'same day and time' she claimed feeling 'shaky, cold chills, disoriented and drowsy'. In response to the alleged issues, between (B)(6) thru (B)(6) 2011 she reportedly self treated with novolog insulin between 1-7u. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the meter set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.